Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that patient was in for a routine follow up. A CT revealed that the iliac limb pulled out of the iliac artery resulting in a distal type I endoleak. An endurant 16x24x156 was implanted to successfully resolve the endoleak. The physician stated that the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.